Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy procedure, it was alleged that half of the tip of the fenestrated bipolar forceps broke off and fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, half of the tip of the fenestrated bipolar forceps instrument broke off and fell inside the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information: the customer found the broken piece at the end of the case. The fragment was retrieved with a laparoscopic grasper.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The instrument was found to have a broken grip. A piece approximately 0.54" x 0.20" was found to be broken off the yaw pulley. The broken piece was returned. No material appeared to be missing as the broken grip was pieced back together with the assembly. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Based on the failure analysis results, this MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.